Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom system error 105 caused by the gears and motor alignment being off center due to severed motor mount screws. The device has been retired from service.

Event description:
During baxter's device evaluation, the device displayed a "system error 105" alarm. There was no patient involvement as this was found during evaluation of the device.